Manufacturer narrative:
The initial emdr record was due for submission on july 17, 2026. However, the associated reportability assessment¿the controlling record for submission¿was not completed by the processor until july 19, 2026. As a result, the delayed completion of the reportability assessment record directly contributed to the late submission of the emdr. A reminder has been communicated to the processor emphasizing the importance of completing reportability assessments on or before the assigned due date to ensure timely regulatory reporting.

Event description:
Implant removed due to surgical consideration within 36 hours.